Event description:
It was reported that the device had an unsuccessful wireless transmission as it had reached the elective replacement indicator [eri]. It was also reported that the device may have reached eri prematurely. The patient was "upset" that the device only lasted four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.